Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation, and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the patient presented in-clinic due to an alert received for device at eri. Recent device check estimated longevity of 4.5-5 years remaining. Session record revealed a significant drop in battery voltage. Premature battery depletion suspected. The device was explanted. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.